Manufacturer narrative:
The device was received fully deployed. Inspection of the device found the exposed portion of the soft cannula to be torn. The download data does not contain any alarm, timeouts or drive stalls. The length of the soft cannula was measured to be out of specification. Due to the soft cannula being torn, the fluid did not flow through the complete fluid path. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 5 and 24 hours on their arm. As treatment a new pod was applied. The device was originally reported for leaking insulin during wear.